Manufacturer narrative:
Product was not returned , no examination was performed . The review of the device history records did not reveal any non-conformances to specifications or divinations in procedures that might have contributed to the reported event. Investigations are still on going. Additional informations were requested on the surgical steps followed. Conclusion not yet available. Discarded by hospital.

Event description:
Mobi-c p&f us : prothesis explanted during surgery. According to the reporter : inserter depth stop was set at 0, surgeon advanced the implant into the disc space and when he took our first fluoro shot, the implant was ~3mm posterior to the posterior margin of the disc space, into the canal. (Another report was sent for the inserter malfunction). Surgeon distracted the space and removed the implant. A second implant was placed with a different inserter. Patient was woken up at the end and showed no negative neurological signs. No impact on patient; no surgery delay more then 30 min. X-ray of surgery were provided. This report concern the mobi-c implant that was explanted. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the results of the investigation. Additional information received on (B)(6) 2016 confirmed that the implant is not available and will not returned to the manufacturer to be examinated . Based on the product history records, the review of the case with product range manager, the recurrence of this type of event for this implant and after having performed a superposition (cao) based on the provided x-rays , the most likely hypothesis of the event is that the surgeon choose the wrong size of implant from the begining . Investigation points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not choose the appropriate size of implant as mentioned in (step7 to 8). However , due to the lack of available information and the absence of prothesis examination this assumption cannot be validated. Thus, the investigation found no evidence to indicate a device issue. If additional informations was received that add a value on this investigation , another report will be sent .

Event description:
Mobi-c p&f us : mb9001r malfunction, implant into canal. According to the reporter : inserter depth stop was set at 0, surgeon advanced the implant into the disc space and when he took the first fluoro shot, the implant was ~3mm posterior to the posterior margin of the disc space, into the canal. (Another report was sent for the inserter potential malfunction) surgeon distracted the space and removed the implant. A second implant was placed with a different inserter. Patient was woken up at the end and showed no negative neurological signs no impact on patient ; no surgery delay more then 30 min. X-ray of surgery were provided. This report concern the mobi-c implant that was explanted.